Event description:
The customer reported via phone call that he got a bolus history anomaly on the insulin pump. Customer's blood glucose was 159 mg/dl. The customer stated that he tried to change battery for his glucometer and change set but the issue is still there. The customer was advised that insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.